Event description:
Information was received that reported a pt was treated in 2008 for an incident of hyperglycemia. Per the reporter, the pt was on vacation and suffered a hyperglycemic event. Reportedly she was taken to the hosp and admitted with a blood glucose >1000 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.